Event description:
The seat of the shower chair allegedly split in half from side to side. Injury is alleged.

Manufacturer narrative:
RMA 859595929 has been initiated for this issue. Model 9781 serial number/date code (B)(4) is approximately 8 months old. The user manual part number 1122173 rev c (jan-09) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers is a female with an unknown age and height. She weighs (B)(6). The consumers technique while using the device is unknown. It is unknown if additional loading to the device. The maintenance history of the device is unknown.